Event description:
It was reported that the patient was examined after the procedure and pneumothorax was found. No action was required. The implantable pulse generator (ipg) device and leads remain in use. The patient is a participant in the pacs psr clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.